Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 365429a was performed. In-house testing on the strip lot was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 365429a was performed. In-house testing on the strip lot was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. The improper technique identified in the complaint may have contributed to the observed precision issue. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller (end user) alleged a variance between the inratio inr results. . (B)(4). Therapeutic range: 2.0 - 3.0 the time between testing was minutes. Reportedly, multiple finger sticks were performed on the same finger. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.